Event description:
It was reported that high impedances were measured (>40,000 ohms) on all combinations with electrode #2 post operatively after a procedure to the implant and connect the implantable neurostimulator (ins) and extension to the implanted lead. It was noted that the intraoperative impedances were reported as normal. The patient was then taken back to the operating room where it was determined that the impedance issue was caused by the extension. The faulty extension was then replaced with a new extension and the impedances were then measured as normal. The wound was closed and impedances on all electrode combinations were reported as normal. It was reported that there were no patient symptoms or injuries related to the event. The patient status was reported as no injury or adverse event.

Manufacturer narrative:
Product ID: 3708660 lot# serial# (B)(4), implanted: 2013 (B)(6), explanted: 2013 (B)(6), product type extension product ID: 3387s-40 lot# va074jq, implanted: 2013 (B)(6), product type lead. (B)(4). Analysis of returned extension: model 3708660, serial #(B)(4), showed the #2 conductor were broken 2.7 cm from the proximal end of the wire. The outer insulation was intact but open circuits were observed.